Event description:
Medtronic physio-control engineering triggered an investigation based upon failures of the low voltage pins of the product therapy connector. Failure of these pins could result in an inability to delivery pacing and defibrillator therapy.